Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202 lot number - the correct lot number is 02115.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly. Asp will continue to follow up for additional information. (B)(4). Are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00427 and 2084725-2016-00429.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending by lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending by lot number was reviewed from (B)(6) 2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact to safety is "low." The product was not returned; therefore, no visual analysis was performed. The sterrad unit was not available after multiple follow-up attempts. Therefore, no evaluation of the concomitant unit could be performed. There is insufficient information available to determine an assignable cause as the product was not available for return, DHR review found all process specifications were met for product release and lot trending was not exceeded. The issue will continue to be tracked and trended.